Event description:
The customer reported no sound being emitted from the loudspeaker on their intellivue multi measurement server (x2). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported no sound being emitted from the loudspeaker on their intellivue multi measurement server (x2). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.